Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator mid-urethral sling system during a procedure on (B)(6) 2009. According to the complainant, post-implantation, the patient's mesh eroded (specifics and date unknown), and (B)(6), 2010, the patient underwent a second surgery where several pieces of the mesh were removed. All other information, including the patient's current condition, is unknown and reportedly unavailable.